Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was defective. This was discovered during use. The following information was provided by the initial reporter: this report follows a repeated episode of tissue diffusion in the context of venous catheterization and the observation that the catheter presents anomalies at the time of removal (open tip in two, degradation of the catheter). Event reoccurs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was defective. This was discovered during use. The following information was provided by the initial reporter: this report follows a repeated episode of tissue diffusion in the context of venous catheterization and the observation that the catheter presents anomalies at the time of removal (open tip in two, degradation of the catheter). Event reoccurs.